Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, patient's pacemaker was in backup vvi mode. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode. Device image analysis indicated hardware reset has occurred from an unknown error. Product code was unable to reload to recover the device to its normal settings. The device was cut open to perform further evaluation, and the battery was found at normal levels. Power reset did not restore the device¿s normal characteristic. The reported issue was consistent with a hybrid anomaly. Despite extensive efforts, the anomalous component on the hybrid could not be determined. DHR was reviewed to ensure each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.